Manufacturer narrative:
(B) (4): the device is included in the medical device safety alert, important info on potential MRI effects, physician communication (august 2008).

Event description:
It was reported that a confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The motor stall was caused by the pt having an MRI or other medical procedure. No pt symptoms were reported. The length of the motor stall was unk. Add'l info has been requested, a follow-up will be sent if add'l info becomes available.